Manufacturer narrative:
Product complaint # pc- (B)(4) . Component code: (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the suture break during the procedure? Yes. Did the needle separated from the suture during the procedure? The needle didn¿t separate from the suture. The suture broke just after the needle. What tissue was being approximated/ sutured? The tissue being approximated was the enterotomy of the colon after a side to side anastomosis. Lot number? Unknown. Procedure and event date? Robotic assisted left hemi splenic takedown. Monday, april 18th. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic assisted left hemi splenic takedown procedure on (B)(6) 2022 and barbed suture was used. The surgeon was using the barbed suture to close an enterotomy and toward the end of the closure the surgeon experienced suture breakage just below the needle. The surgeon stated he believed it was because of the way he was pulling on the suture with the robotic instrument and not because there was anything wrong with the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a labeled winding former with a needle-suture piece and a suture piece of product code sxpp1b420 were received for evaluation, the swage and attachment area was as expected, and the edge of the barrel hole could be observed with marks that appear to be by use of the surgical instrument. In addition, the ends of the suture were cut appear to be by use of the surgical instrument. The condition of the sample received indicates improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.